Event description:
Lead management case to extract a 6947 rv cardiac lead due to low r-wave signal. The physician began the procedure by opening the pocket, prepping the lead and placing an lld ez into the i.d. Of the lead. It was determined that there was substantial adhesions present in the innominate/svc, so a 14f sls with a 14f 33cm visisheath was advanced into the area. Five seconds of lase time was administered and the lead came free from the cardiac wall. The patient¿s bp then began to drop and the physician made the determination that the patient was in cardiac tamponade. A sternotomy was performed revealing a 2cm perforation of the right ventricular apex. The patient survived the intervention. This report is being made on the lld ez as it was the traction platform used when the lead tip separated from the cardiac wall which resulted in the injury. The physician was confident that the sls was not the cause as it was not used in the area of injury.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Follow up to provide lot #, UDI #: (B)(4), manufacture and expiration dates.